Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at around 11am, the patient¿s cgm was reading 72 mg/dl. No bg meter comparison value was taken. The patient was asymptomatic at this time. The patient decided to eat some food and then suddenly passed out. No injuries were reported from the patient passing out. Emergency medical services (ems) was called and when they arrived the patient¿s bg meter reading was 29 mg/dl. No cgm comparison value was reported. It was stated the patient regained consciousness around the time ems arrived. The patient was treated with IV dextrose. The patient declined being brought to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at around 11am, the patient¿s cgm was reading 72 mg/dl. No bg meter comparison value was taken. This report is 1 of 3 allegations of insufficient information for complaint classification that had similar event details. The patient was asymptomatic at this time. The patient decided to eat some food and then suddenly passed out. No injuries were reported from the patient passing out. Emergency medical services (ems) was called and when they arrived the patient¿s bg meter reading was 29 mg/dl. No cgm comparison value was reported. It was stated the patient regained consciousness around the time ems arrived. The patient was treated with IV dextrose. The patient declined being brought to the emergency room (ER). The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.